Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post operative from hysterectomy due to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("my teeth are still breaking after removal. I have had 5 teeth removed and I still have 6 teeth are broken"), oral discomfort ("my whole mouth has fallen to pieces"), loss of libido ("loss of sex drive"), dyspareunia ("I still have painful sex"), genital haemorrhage ("I bleed everytime"), pelvic pain ("my pelvic area hurts all time") and amenorrhoea ("no more periods"). The patient was treated with surgery (hysterectomy) and tooth removed.. Essure was removed. At the time of the report, the medical device removal, tooth fracture, oral discomfort, loss of libido, dyspareunia, genital haemorrhage, pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, dyspareunia, genital haemorrhage, loss of libido, medical device removal, oral discomfort, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, medical device removal, tooth fracture, mouth discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post operative from hysterectomy due to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("my teeth are still breaking after removal. I have had 5 teeth removed and I still have 6 teeth are broken"), oral discomfort ("my whole mouth has fallen to pieces"), loss of libido ("loss of sex drive"), dyspareunia ("I still have painful sex"), genital haemorrhage ("I bleed every time"), pelvic pain ("my pelvic area hurts all time") and amenorrhoea ("no more periods"). The patient was treated with surgery (hysterectomy) and tooth removed.. Essure was removed. At the time of the report, the medical device removal, tooth fracture, oral discomfort, loss of libido, dyspareunia, genital haemorrhage, pelvic pain and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, dyspareunia, genital haemorrhage, loss of libido, medical device removal, oral discomfort, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, medical device removal, tooth fracture, mouth discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: I still have painful sex, I bleed every time, my pelvic area hurts all time, no more periods and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post operative from hysterectomy due to essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("my teeth are still breaking after removal. I have had 5 teeth removed and I still have 6 teeth are broken"), oral discomfort ("my whole mouth has fallen to pieces") and loss of libido ("loss of sex drive"). The patient was treated with surgery (hysterectomy) and tooth removed.. Essure was removed. At the time of the report, the medical device removal, tooth fracture, oral discomfort and loss of libido outcome was unknown. The reporter considered loss of libido, medical device removal, oral discomfort and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- surgery, medical device removal, tooth fracture, mouth discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.